Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patients following physician's office informed the patient that they had not received any transmissions. On (B)(6) 2018 it was suspected that the implantable cardioverter defibrillator (ICD) rf telemetry was not working properly. On 08/01/18 the ICD was having issues connecting to the transmitter and it was confirmed that the rf chip was not functioning. On (B)(6) 2018 a device firmware download successfully reset and resumed normal device function. The patient was in stable condition before and after the programming.